Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush separated from the stem [device breakage]. No adverse event [no adverse event] . Case description: a female consumer of unspecified age reported that she recently replaced her oral-b precision clean brushhead and within a week the brush (bristles disc) separated from stem of brush head from her oral-b rechargeable toothbrush, version unknown and she almost swallowed it. She reported that this was the first time this had happened to her after many years of using oral-b products. No symptoms developed.